Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19jul2019.

Event description:
The customer reported alarm light emitting diode failed. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
MFR received date: 29aug2019. The manufacturer¿s international service technician confirmed the reported issue. The occurrence of "check vent error 1105" (alarm led abnormality) was discovered. The manufacturer¿s international service technician replaced the defective power switch overlay to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.